Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), indicating that the pump moving around feely was first noticed on (B)(6) 2017. A pocket revision was performed, and the inability to access the refill port and the pump moving freely resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that the pump was malpositioned. The pump flipped and was unable to be refilled. The patient presented for repositioning and filling of the pump at the same time on (B)(6) 2017. During the exploration, catheter damage was found due to the fact that the catheter had flipped anteriorly in front of the pump and was likely damaged during attempts of pump refill. During the surgery, it was confirmed that the pump had flipped 190 degrees and the catheter was coiled anterior to the pump. There were multiple areas where the catheter had been nicked. There was no active drainage, but the hcp was still concerned about the catheter fracture where it was damaged. Thus, the pump segment of the catheter was replaced. The catheter access port was aspirated and had good cerebrospinal fluid (csf) flow. A new pump segment was placed using a sutureless connector. The pump was aspirated and filled with baclofen 500 mcg/ml to a total volume of 40 ml. The pump was placed back in the pocket and secured at four points using sutures. The excess catheter was coiled behind the pump. The final catheter length was 76.2 cm. The wound was irrigated with antibiotic solution as well as peroxide. The pump was reprogrammed to change the internal volume and also change the low reservoir volume to 2 ml. The dose was increased 25% to 100 mcg/day. The estimated elective replacement indicator (eri) was still 70 months. The next refill was 188 days after (B)(6) 2017 or (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of lioresal at 125.05 mcg/day via an implantable pump for intractable spasticity and stroke. On (B)(6) 2017, it was reported that the patient's pump moved around in previous refills and the refill septum could not be located during the current refill. According to the hcp, they were unable to refill the patient's pump at the refill appointment on (B)(6) 2017 because they were unable to locate the septum. The hcp noted that the patient's pump moved around freely in past refills, but the pump was not noted as moving at the most recent refill. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostic/troubleshooting measures were reported. The patient was referred to the implanting physician to determine if the pump was flipped or if the fill could be executed under fluoroscopy. The issue was not considered resolved at the time of the report. No surgical interventions had occurred or were planned. No symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported.